Manufacturer narrative:
Allergan requested a copy of the death certificate, but without the permission of the patient's family, we are unable to obtain it under state law. We have not been informed if an autopsy has been performed. Device labeling addresses the reported event of death as follows: "undergoing any type of surgical procedure involves risks (some serious) such as the effects of anesthesia, infection, swelling, redness, bleeding, pain, and even death, which need to be balanced against the benefits of the breast augmentation surgery." Medwatch # 2024601-2008-01030 is for the contralateral device associated with this event.

Event description:
The pt's family reported pt's completion and discontinuation of the allergan breast implant follow-up study due to death with the primary reason of death unk. Follow-up with implanting physician found that there had been no adverse events reported or documented related to the device and that he was by law unable to obtain the death certificate without the family's permission, and unable to ascertain the cause of her death. All that is known at this time is that she died suddenly in her sleep. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.